Manufacturer narrative:
Evaluation results: related to operational context (device prepped and inspected prior to use with no issues noted - appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related). Deformation problem evaluation codes, conclusions: 77 operational context caused or contributed to the event (device prepped and inspected prior to use with no issues noted - appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related). (B)(4).

Event description:
During the procedure the physician intended to use a sprinter legend rx balloon to treat a lesion in the mid to distal rca that exhibited 90% stenosis. It was reported that the device could not pass the lesion. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to the instructions for use. The physician used a non-medtronic device to complete the procedure. The sprinter legend device was returned to the manufacturing facility and, through analysis of the returned device, a balloon leak was observed. No clinical sequelae were reported. Evaluation summary: the balloon had been inflated. Visual inspection detected two tears on the balloon. A 2mm longitudinal tear was detected over the proximal marker band. A 6mm longitudinal tear was located along the balloon working length. Both tears were jagged. Additional scratches were evident along the balloon. The distal tip was damaged. Pressure was applied to the device and liquid was seen exiting the balloon tears.